Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high impedance in the high voltage rv coil. The lead remains in use. No patient complications have been reported as a result of this event.